Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the conical tip came apart in the pt's lower leg and required retrieval. This happened towards the end of dissection process in the lower leg. Upon reaching the ankle during dissection it appeared on the monitor that the dissecting cone came off. Visual contact was maintained with the cone and was methodically maneuvered towards the trocar with external manipulation. Upon retrieval of the cone tip, it became evident that the majority of the dissecting cone was still screwed on to the scope and the piece that came off was only the conically shaped part of the dissecting cone. It appeared to be part of the two piece modular system that made up the whole dissecting cone and not like a piece that seemed to be cracked off. Staff was able to retrieve vein in the usual manner as most of the dissection was completed at this point except for some areas that was managed with bisector dissection.

Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed 3 months prior from the occurrence date because the lot number was unk. The lhr review did not reveal any non conformance reports, which could have contributed to this complaint.